Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. The returned implantable cardioverter defibrillator (ICD) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The device longevity remaining was about ten months in (B)(6) 2020. However, in (B)(6) 2020 the device triggered alert for elective replacement indicator (eri). A request was made to have data from this device analyzed. Data analysis confirmed the eri was due to charge time during an auto capacitor reform. Device replacement was recommended. The device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4) was applied to capture the reportable event of surgery.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The device longevity remaining was about ten months in nov 2020. However, in dec 2020 the device triggered alert for elective replacement indicator (eri). A request was made to have data from this device analyzed. Data analysis confirmed the eri was due to charge time during an auto capacitor reform. Device replacement was recommended. The device was explanted and returned for analysis. Investigation will be performed and this report will be updated. No additional adverse patient effects were reported.